Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated he received a shock, experienced dizziness and then passed out. The patient performed a patient initiated interrogation (pii). A boston scientific technical services consultant documented the reported observations and instructed the patient to contact his physician. No additional adverse patient effects were reported.